Manufacturer narrative:
(B)(4). Batch # p5667k. Device evaluation: the analysis results found that the cdh33a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an anastomosis in a lap anterior resection, the surgeon pushed the device into firing range, the lowest of the scale. He tried to fire it , however, he didn't hear a crush sound. He tried his largest effort with a hand of nurse. He heard a small crushing sound, and he opened the stapler. He found severe bleeding in the staple line, and most of the staples cannot formed the shape completely. He has to suture the whole staple line finally. There were no patient consequences reported.